Event description:
It was reported that when the patient was moved from the bedroom to the living room (changed from battery to wall outlet), the ventilator display was flashing power lost. The patient¿s husband did not press reset to clear the power lost display. The patient¿s husband checked on the patient and noticed that power lost was still flashing on the ventilator display with no audible alarm. The patient's lips were blue so chest compressions were initiated and he called ems 911. The patient had passed away.

Manufacturer narrative:
The ventilator passed an extended test run using the customer¿s ventilator settings and passed all alarm testing. During the ltv final test, the ventilator had slight non-conformances with the flow performance test. These slight non-conformances would not result in a failure to ventilate properly. The flow valve was calibrated to correct the issue that was found during testing. The event trace was downloaded for review. It contains captured events from (B)(6) 2015 through (B)(6) 2015. The alarm codes found in the event trace are considered to be typical alarms that normally occur during patient ventilation. The date of the reported incident was (B)(6) 2015 between 10:00 am and 11:30 am. The event trace indicates this operational period started on (B)(6) 2015 at 08:40 am and ended on (B)(6) 2015 at 12:42 pm. The event trace indicates that the ventilator issued a low pressure alarm condition 9.0 minutes prior to being properly powered down. This entry has no associated alarm clear entry.